Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s implant had started to move, fluid was leaking from the incision site and may have an infection. This occurred following strenuous activity or exercise. On (B)(6) 2015, they lifted a 150lbs cooler and it wasn¿t until (B)(6) 2015 that they noticed changes at the stimulator site. The patient had appointment with their physician on (B)(6) 2015. The patient had perioperative antibiotic administered and it was not infected. The patient did not have meningitis. There was slight oozing, redness at the device pocket. There was no culture obtained and was given oral antibiotics. It was noted that before the implant of the device the patient had diabetes.

Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).